Event description:
It was reported that the patient received inappropriate therapy. At follow-up, low impedance was noted. A message was received stating that the hv circuit was damaged. The patient felt a small shock when attempts were made to charge the capacitor. The system was explanted.

Manufacturer narrative:
The reported output circuit damage was confirmed in the laboratory. A hv charge and shock delivery on (B)(6) 2010 caused arcing from the hv lead-to-can. Lead material was found at the site of the arc mark, consistent with a damaged lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.